Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, regarding a 23mm sapien 3 ultra transcatheter heart valve implant in aortic position with pre-existing non-edwards valve, the left subclavian artery access was not elected due to a patch repair and a ppm present of previous tavi procedure and the right subclavian was too tortuous. The right iliac was too stenosed for a 14f esheath+ so it was decided to access through the left femoral and use shock wave on the abdominal aorta and left iliac. Following successful shockwave, the esheath was inserted, but interacted with the anatomy causing an abdominal aortic rupture. The aorta was balloon tamponade and a covered stent was implanted at the rupture site, however, since bleeding continued, a second covered stent was deployed. The bleeding did not stop, and it was believed to be back filling from below the initial stents so 2 more covered stents were deployed from the left and right lilacs into the initial 2 covered stents. Bleeding had stopped. The patient remained relatively stable with blood pressure maintained due to balloon tamponade and was the patient was fully awake. It was decided to proceed with the tavi implant using a non-edwards sheath which was inserted via the left femoral by the vascular team. Pre-dilatation was performed with an 18mm non-edwards balloon which ruptured and could not be retrieved through the sheath, however was adequately within in and it was removed with the sheath altogether. A new non-edwards sheath was inserted but the 23mm sapien 3 ultra valve could not pass through the sheath, so both had to be removed and a second 23mm sapien 3 ultra valve was prepared. This time, a 16fr esheath was successfully inserted and the valve passed and was positioned for deployment. During valve deployment, there was pacing failure which was being delivered from the ppm causing the new valve to 'jump' up a few mm. However, the valve still appeared to be in an acceptable position and fully deployed. There was not any pvl or invasive gradient following the implant. The commander delivery system and esheath were removed and the access site was successfully closed. At this point, the patient became hypotensive, so coronary angiogram was performed to check and both left and right were patent. An aortogram was performed but no evidence of bleeding could be seen. Patient was put under general anesthesia. The hypotension was believed to be a consequence of the very long procedure, significant bleeding during the case and the ischemic legs. The patient was taken to ICU and passed away overnight. Following operator discussion, it was felt to be existing patient factors rather than any issue with the esheath. No edwards device malfunction was reported.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (14 fr sheath is 5.5 mm). In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (calcified iliac and narrow lumen) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.